Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the balloon draws air. During preparation for a cryoablation procedure, a polarx fit balloon catheter was selected for use. It was observed that the balloon draws air, visible air was seen in the catheter. The device was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of catheter visible air/bubbles could not be confirmed. Analysis of the returned device did not identify the presence of air or bubbles. The reported event was not able to be replicated, and the device presented with no problems. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the polarxfit balloon catheter was visually inspected, and no visible problems were noted. During functional testing, the device was leak tested, and the device passed both inner and outer balloon positive pressure and vacuum tests. The device was then submerged in a bath, a syringe was attached to the flush line, and the flush line was aspirated; no bubbles or air were observed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the polarxfit risk documentation was completed and confirmed that the event of catheter visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as the reported event could not be replicated and the investigation findings confirmed that no problems were identified with the device.

Event description:
It was reported that the balloon draws air. During preparation for a cryoablation procedure, a polarx fit balloon catheter was selected for use. It was observed that the balloon draws air, visible air was seen in the catheter. The device was replaced, and the procedure was completed successfully without patient complications.